Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The exposed portion of the soft cannula was found to be flattened. After performing a fluid path test, a tear in the external portion of the soft cannula was observed resulting in fluid leaking from the tear. It could not be conclusively determined when or how this damage occurred. The download data from the device contains no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The phb files did show the algorithm was functioning as intended, correctly responding to cgm inputs when connected.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (back), the pod's cannula was found bent. As treatment the patient removed the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.